Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for six months and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date since may 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter postal code: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.